Event description:
Reference number (B)(4) event occurred in poland. It was reported that the patient experienced a bent cannula issue event on (B)(6) 2026. The blood glucose level was high and the patient was treated with pen therapy. The insertion site was the abdomen. The issue occurred two to three hours after insertion on the first day of use no further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.